Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced an audio/vibrate anomaly. The customers current blood glucose level was unknown at the time. Customer said the alarm occurred during normal use and she cannot change the battery. During troubleshooting, customer was unable to complete the process because she did not have the proper tools. Customer was disconnected and troubleshooting was incomplete.